Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 25 mmol/l at the time of incident and current value was 5.7 mmol/l at. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.